Event description:
Sex: unk. Procedure: lap sigmoidectomy. According to the reporter, the surgeon fired on the clip which have been already clipped. Removed these 2 clips. No bleeding. The surgeon made the next application again on another clip. The handle was stiff, and couldn't squeeze completely. The jaws stuck on these 2 clips. The surgeon removed the device by force with damage. No other injury. The surgeon stated there is a possibility that tissue was quite thick, and clipped artery and vein at once. There was no intervention required as the noted damage was to the specimen side. There was no measurable blood loss. However, surgery time was extended by 30 minutes.